Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cryo ablation procedure during preparation of the balloon catheter, there were a lot of air bubbles observed with the balloon catheter after the mapping catheter was inserted into the balloon catheter. The balloon catheter was replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 20668 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used.(no application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillation or overshoot. Unable to insert the mapping catheter into the balloon catheter (compatibility issue). Dissection and further inspection identified the guidewire luer was not fully seated to the end of the guide wire lumen. Due to this issue, a space/gap was present between the guidewire luer and the guide wire lumen. During the insertion process, the mapping catheter tip can lodge itself in this space/gap and cause insertion difficulties. The balloon catheter was inserted into the balloon sleeve when the vacuum was applied, then p ushed into the sheath. The flush and aspiration was also performed and retracted to the sleeve without any issue. No anomalies were identified on the balloons bonding and the shaft. In conclusion, the air ingress issue was not confirmed through testing and the balloon catheter failed the returned product inspection due to a gap/space observed at the guide wire luer and guide wire lumen fitting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.